Manufacturer narrative:
There was no patient involvement reported. Date of device breakage is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. There was no procedure or patient involvement reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, three (3) depth gauges and one (1) dynamic hip system (dhs) coupling screw were found broken in the sterile processing department (spd). There was no patient involvement. This report is for a dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Event description:
The depth gauges were broken by the wire portion. The coupling screw broke at the threads.

Manufacturer narrative:
Additional narrative: additional information about the nature of the device breakage. Lot number is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Corrected data: device available for evaluation; (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 338.31, lot# 6471026. Manufacturing location: jennersville, release to warehouse date: sep 10, 2010. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The dhs/dcs coupling screw was inspected at us customer quality (cq). Upon visual inspection, it was observed that the threaded distal tip and the broken threaded distal tip was not returned. Few impact marks were observed on the cap of the coupling screw. The received condition agrees with the complaint description. Dimensional analysis was not performed due to post-manufacture damage of the coupling screw. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. During the cq investigation, the material review was performed, and the material was determined to be conforming at the time of manufacture. The complaint condition is confirmed as the dhs/dcs coupling screw was received broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal part of depth gauges broke off. This is report 1 of 4 for (B)(4).